Event description:
This is a report of a home patient (hp) who was hospitalized due to peritonitis. The cause of the peritonitis was a leak at the connection between the transfer set and the titanium adaptor. Treatment and outcome not reported.this is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Upon completion of investigation or if additional relevant information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection of the device was performed, with no issues noted. Leak testing was performed on the sample, with no issues noted. A clear passage test was performed with no issues noted. Clamp function was tested and no issues were noted. Integrity of the seal surface was performed and there was no leak noted. A dimensional measurement was taken and found the sample to be within specification. Therefore the reported condition could not be confirmed nor could a cause of the leak be determined.